Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system catrx aspiration catheter (catrx). During the procedure, the catrx became kinked while being advanced through the touhey and, therefore, the catrx was removed. The procedure was completed using a new catrx and the same touhey. There was no report of an adverse effect to the patient.